Manufacturer narrative:
Pending device return for analysis and review of device history record. (B)(4).

Event description:
Sales representative contacted technical solutions to report a prometra ii 20 ml pump that had underinfusion volume discrepancies. The patient alleged no pain relief since they were implanted. At the patient's refill appointment, 19ml were removed from the reservoir. The drug was put back in the pump and a demand bolus was programmed, the pa listened with a stethoscope to hear if the valves were opening and closing / clicking and they confirmed that they were. The patient came back to the office several times for the following two weeks to be titrated up with no pain relief still. A dye study was performed, which confirmed that the catheter was patent. The pump volume was checked again and the same 19ml were aspirated. The pump was explanted at a later date because the physician believed that the pump was not functional. When the pump was explanted, a back-table prime was performed and after nine minutes no bead had come out of the pump stem.

Manufacturer narrative:
Corrected information: d9, h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow tests was performed and yielded a result of 0.0 ml (0%) of the expected volume. The device was unable to prime at the designed temperature and therefore, is associated with CAPA 00065. Further investigation will be captured in CAPA 00065. Internal complaint number: internal complaint reference: case-(B)(4).